Manufacturer narrative:
Evaluation results: complaint was confirmed for "no stimulation." The microscopic inspection of the lead body revealed a lead breakage with all wires broken. The broken wires were consistent with fracture caused by the distal end of the anchor while in pt body. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was experiencing auto-reducing. X-rays were taken and identified a possible lead fracture. As a result, the pt's lead was explanted and replaced (with two leads/same model). Effective stimulation was restored post-op.